Manufacturer narrative:
(B)(4). Retainer black . The insulin pump was returned for cosmetic damage located on the battery compartment. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book image) alarm to download firmware using crest. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly pcba 1, the motor, and force sensor. A test case, pcba 1, motor, and force sensor was swapped out and successfully downloaded firmware utilizing crest and successfully downloaded the trace/history files using thus. A review of the downloaded history files show the insulin pump alarmed pump error 35 on (b0(6) 2021 at 15:55 which caused the critical pump error (open book image) alarm. The critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had crack along side battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.